Event description:
A pt's wife called zoll customer support to report that there was a problem with the patient's battery charger. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the battery charger/modem was experiencing battery charger faults. The cause for the faults was isolated to a shorted u9 (a single-p channel, logic level mosfet) and a defective battery board. The root cause for the shorted u9 and defective battery board could not be positively identified. No adverse event from the defective battery charger/modem. The pt received a replacement battery charger/modem.